Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs), alleging that their onetouch ultra 2 meter read inaccurately high compared their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2022 at around 6:00 am, when they obtained an alleged inaccurate high blood glucose reading of ¿195 mg/dl¿ with the subject meter. The patient manages their diabetes with a fixed dose of insulin (40 units of humalog 3 times a day and 80 units of levemir morning and night). The patient denied taking any medication in response to the elevated reading, as they stated they did not trust the result. That same morning at around 6:00 am, after the alleged issue began, the patient started to feel ¿lousy¿. As a result of the symptom, the patient stated they called the emergency medical services (ems) for assistance. The patient informed the cca that when ems arrived (exact time not reported), they were actually ¿really low¿ (result not provided) and were treated with food and drink. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.